Event description:
According to the report, the pt experienced a possible anaphylactic reaction within 10 to 15 mins following the application of bioglue. Specifically, the pt's blood pressure dropped, experienced an increase in heart rate, increased a resistance to ventilation ( indicating bronchoconstriction), and developed urticaria on the extremities. Following the event, the pt was advised to see an allergist. However, to date, the pt has not done so. Medwatch report was also submitted by the user facility regarding the event.